Manufacturer narrative:
The reported complaint of the fragment found in the patient coming from the conmed ias12-100lpi is unconfirmed. The fragment and device in question were returned to conmed japan office (on an unknown date) where they were inspected and evaluated. Consultation with the conmed manufacturing site was also conducted. An evaluation from our japan location determined that the fragment was not from the airseal trocar. The broken piece origins were not able to be determined, only that it did not come from the airseal port. The manufacturing documents from the device history record have been reviewed and found no abnormalities that would contribute to this issue. A two-year lot history review shows this is the only complaint for this lot number and failure mode. (B)(4). The instructions for use (IFU) provides the user with information regarding proper care and use of this device. The IFU also advises the user to use extreme caution during airseal access port insertion. Improper use of this product can result in lifethreatening injury to internal organs and vessels. Ensure that adequate pneumoperitoneum or pneumorectum is established; ensure that the patient is properly positioned so that organs are away from the penetration site; direct the airseal access port's tip away from significant vessels and organs; do not use excessive downward force. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
Additional information was received regarding the fragment found in the patient. The fragment and device in question were provided to the conmed japan office. Pictures of the device and fragment in question were also provided to conmed manufacturing. It is noted the fragment found was blue and of a hard material. It was also confirmed that there was an additional trocar manufactured by covedian being used at the same time as the conmed device.

Manufacturer narrative:
The investigation of the reported complaint is inconclusive. The device will not be returned for evaluation and no photographic evidence has been provided. No clarification could be obtained. Therefore, the reported failure could not be verified, root cause could not be identified. The manufacturing documents from the device history record have been reviewed and found no abnormalities that would contribute to this issue. A two-year lot history review shows this is the only complaint for this lot number and failure mode. A two-year review of complaint history for this device family and failure mode, revealed there has been a total of 19 complaints, regarding 19 devices, for this device family and failure mode. (B)(4). The instructions for use (IFU) provides the user with information regarding proper care and use of this device. The IFU also advises the user to use extreme caution during airseal access port insertion. Improper use of this product can result in life-threatening injury to internal organs and vessels. Ensure that adequate pneumoperitoneum or pneumorectum is established; ensure that the patient is properly positioned so that organs are away from the penetration site; direct the airseal access port's tip away from significant vessels and organs; do not use excessive downward force. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
Additional product code gcj. At time of filing, the reported device is not expected to be returned to conmed for evaluation. This reported event is entering the investigation process. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
On behalf of their customer, conmed (B)(4) reported issues with the ias12-100lpi, airseal 12mm access port and palm grip obturator with bladeless optical tip, 100mm length, lot 202004214 that (B)(6) hospital experienced on (B)(6) 2020. It is reported that a during robotic assisted prostatectomy, the head portion of airseal trocar fall into the patient body. After removing the fallen part from the patient body, the surgery was continued. It is indicated that the procedure was successfully completed but they did not use an alternate device. Additional information received indicates the surgeon found the blue material component inside abdomen after inserting the trocar. It is unknown which part of the trocar detached and was found. It was confirmed there was no patient impact or injury. They successfully removed the fragment and completed the surgery. Although requested, no details or other information was made available. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence as although the trocar piece was removed, it had detached and was found in the patient.